Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified, distal circumflex (cx) coronary artery. A 3.50 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. Following removal of the stent protective sheath, the sds was handed to the physician and he noted prior to advancing the sds into the anatomy that the stent implant was dislodged from the balloon and was found on the prep table near the protective sheath. The sds was not used in the procedure. A new xience alpine sds was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.